Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited intermittently high out of range impedances of greater than 2,500 ohms and noise. A revision procedure was therefore performed and the lead was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.